Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: the event reportedly occurred during a bronchial artery embolization. The investigation has been completed. Concomitant products: torcon nb advantage angiographic catheter (5fr), hiwire hydrophilic wire guide. Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One coil was returned in used condition and covered in biomatter. The coil was gently uncoiled for inspection. The end weld and end coil are present and in good condition. There is no apparent damage to any portion of the coil or welds. The curl diameter and length are within specifications.the catheter was not returned. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirement, each coil is 100% inspected and verified prior to release. Review of the device history record of the finished product shows no nonconforming events. There were no other reported complaints for this lot number. As the customer has confirmed that devices used with the embolization coil were appropriate, and the patient did not have difficult anatomy, it is possible the reported failure can be attributed to user technique. However, based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the stainless steel embolization coil would not release successfully after the catheter which was being used with the device reached the intended lesion. The operator accordingly removed the device from the patient; however, during the withdrawal process, the coil finally did separate from the delivery system and disengaged into the patient. The physician reportedly performed an additional procedure to retrieve the coil from the iliac artery successfully. The coil was ultimately retrieved. The device has been returned for evaluation; however, as of the date of this report, the investigation is still pending.